Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon placed the clip applier around the cystic duct and tilted the instrument to ensure the entire duct was in the jaws of the instrument. Upon rotation, the jaw clip fell out of the jaws of the clip applier. The surgeon removed the clip from the abdomen, squeezed the clip applier to reload a clip and re-encompassed the vessel. The same thing happened 3 more times. A new clip applier was opened to complete the case. There was no consequence to the patient.